Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information from a call from a patient's husband who reported that following the implant of this transcatheter bioprosthetic valve, the patient died due to a possible stroke or a "leak in the lung". The physician confirmed that during the implant of this transcatheter bioprosthetic valve the patient experienced ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated and cardiopulmonary bypass (cpb) was initiated for 45 minutes to complete the implant. Following the procedure, the patient had left sided weakness and was unresponsive. Computed tomography (CT) performed on the first post implant day showed a stroke. The patient did not regain consciousness and died approximately nine days post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.